Event description:
It was reported that during a lap colon procedure, the device tissue pad fell off the instrument during the surgery. Surgery delayed by 20 minutes to retrieve the tissue pad. Case completed with another device of the same product code.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.